Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The customer did not request service to address this complaint; therefore, the reported event could not be confirmed or replicated. A service request was opened march 2, 2020 for preventative maintenance (pm). The company service representative found the system to meet all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing poor aspiration during removal of cortex from the eye. An alternate system was used to complete the case. There was no patient harm.